Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 414 mg/dl. The customer treated with a syringe. The customer stated that the pump alarmed motor error during rewind. The customer had the reservoir in the pump while rewinding causing the insulin to squirt out. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. The customer will be sent a replacement pump. The customer declined to troubleshoot for high readings.